Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during dft testing, vf induction was difficult and was thought to be due to patient being on high dosage of amiodarone. Dc fibber was successful, however the device undersensed fine vf and the patient was rescued with external defibrillator. Dft testing was done later with a sensitivity increase but, patient was not able to be induced. No further information available at this time.